Event description:
Per the clinic, the patient underwent a surgical procedure (B)(6) 2010 due to a soft tissue reaction at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.